Event description:
It was reported that the pt underwent a balloon ablation procedure in 2003. The procedure was performed without difficulty and the balloon maintained adequate pressure throughout the procedure. Post operatively the pt had persistent pain up till day 10. The pt underwent diagnostic laparoscopy that revealed a walled off abscess. The abscess was continuous with the posterior wall of the uterus. A laparotomy was performed and it was discovered that there was a perforated loop of bowel adherent to the posterior wall of the uterus in the abscess complex. The surgeon was not able to ascertain whether the damage to the bowel was thermal or mechanical. The uterus appeared to be intact with no indication of thermal damage or perforation, however dr. Stated that it was difficult to assess the uterus given the circumstances. The pt underwent a temporary colostomy and is expected to recover and have the colostomy reversed. The physician feels that, given the unicornuate nature of he uterus, the uterine wall might have been thinner than usual, and that distension with the balloon may have thinned it to the point that their was transfer of thermal energy to an already adherent loop of bowel. The physicain plans to perform a hysterectomy at the time of the colostomy reversal, and will further assess the uterus at that time.